Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's device sent a lead alert pertaining to their right atrial (ra) lead. It was noted that the ra lead had high pacing impedance, and high thresholds. Follow up was conducted and no intervention was completed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited infinite impedance, and was suspected for fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.